Manufacturer narrative:
(B)(4). The philips response center had the customer run the controls test and operational check, and both failed for the charge button. The customer then noted that the button wasn't flush and that it was tilted in. The response center advised the customer to pry out the button. The customer pried the button out and then re-ran operational check and it passed. The customer was given the part number to replace the front buttons if he chose to. This was a malfunction caused by the charge button being pushed into the device.

Event description:
The customer reported that the charge button isn't working and that there is no push to it. There was no reported patient involvement.